Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while dissecting a superficial vein and almost completed with the proximal area which was about half an inch from the port, the harvester heard a muscle pop. She described it as if there was something popped under a towel. The harvester continued the harvesting until the picture became fuzzy. The harvester was not aware of what was going on until she saw a reflection of the broken dissection tip in the patient's leg. The harvester stopped the harvesting and it took approximately 15 minutes to retrieve the piece using rubber tip scissors. No further intervention was required. The procedure was already completed so the harvester did not have to switch to a replacement device. One end of the vein, near the dissection tip break, was damaged with a hole of less than 1 cm and was un-repairable. The harvester was not sure how that piece of vein was damaged and maquet field clinical representative stated it could have happened after the tip broke and the harvester, unaware, continued to harvest vein. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.